Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity decreased from eight months last month to elective replacement indicator (eri). Technical services (ts) was consulted, noted two out of range shock impedance alerts that were greater than 125, a signal artifact monitor (sam) disable episode was found that appeared to be procedure or electromagnetic interference (emi) related. Ts provided an analysis of device data, the ICD was found to be depleting normally and the eri was declared due to two charge times exceeding fifteen seconds, ts noted that a normal eri to end of life (eol) timing is applicable. Ts suggested considering raising the shock impedance limit. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) longevity decreased from eight months last month to elective replacement indicator (eri). Technical services (ts) was consulted, noted two out of range shock impedance alerts that were greater than 125, a signal artifact monitor (sam) disable episode was found that appeared to be procedure or electromagnetic interference (emi) related. Ts provided an analysis of device data, the ICD was found to be depleting normally and the eri was declared due to two charge times exceeding fifteen seconds, ts noted that a normal eri to end of life (eol) timing is applicable. Ts suggested considering raising the shock impedance limit. This ICD remains in service. No adverse patient effects were reported. Device explanted due to normal battery depletion (nbd) and returned.